Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. The patient reported that beginning at least 6 months ago their therapy turns on and off by itself. Their stimulation will be on and going good for a while (about 15 minutes) then it will just stop. The stimulation will then come back on by itself but only a little bit. The patient stated that it occurs randomly, even when they are walking. The patient has not confirmed the ins status with their patient programmer during the incidents. It was suggested to keep a journal of the on/off incidents and to follow up with their healthcare professional (hcp) for further troubleshooting. The patient was sent a physician listings. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-jun-23. The patient stated that they do not having a managing physician. The patient stated that there were not activity change; it just stopped intermittently. The patient met with their manufacture representative (rep) who replaced their charger. No further complications were reported/are anticipated.